Manufacturer narrative:
Based on risk assessment and clinical evaluation file is considered as closed. Device not returned.

Event description:
Irn: (B)(4). When injecting local through the shaft of the sonotap needle, anesthetic would come out at the tip like it is supposed to but also would come out in a couple of other areas on the side of the needle shaft. The doctor was able to complete the nerve block but had to use extra anesthetic. No harm came to patient and needle was given to supply supervisor which alerted pajunk representative. Needle was discarded of (no sample available for lab testing).